Event description:
Caller reported a malfunction on the pump with a noted malfunction code, malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, but when the malfunction code recurred, they decided to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and training would be available. Instructions for returning the faulty pump and setting it into storage mode were provided, and the customer acknowledged understanding all instructions. A back-up therapy plan involving injections was established to ensure continued insulin delivery.